Event description:
According to the reporter: occurred during an open gastric sleeve procedure. The manual stapling handle and reload were being used for the first cut. The stapler was not able to fire. There was a noise inside the handle. The surgeon was able to press the green button and was able to squeeze the handle. A component of the device broke off, perhaps something inside the handle. The reload is broken at the connection point between the shaft and the cartridge. In order to resolve the issue and complete the case, the resection was done without the manual stapling handle. There was no patient harm. The patient outcome is alive, no injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the cartridge noted that the device had a full complement of staples. The knife bar was herniated from the side of the reload and the jaws were unclamped. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of this condition may occur if the device is articulated beyond the design intent causing the blowout plate to break and fail during articulated firing. The device could have been articulated beyond the design intent through the means of the user manually exercising the articulation feature before use or firing against an object while articulated. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.